Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast on the core which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core and polymer coating were separated, 16.4 cm distal to the proximal end of the polymer. The polymer material was stretched and jagged at the separation. The separated portion was not returned. The balloon catheter used in the procedure was not returned. Scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload. The failure propagated along an oblique plane. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could contribute to the reported separation. In this case, the lesion was described as heavily calcified and the vessel as heavily tortuous which could also contribute to the reported separation. Reportedly, attempts were made to retrieve the separated portion of the guide wire but unsuccessful; therefore, it remained in the patient. Additionally, the patient was sent home and reportedly doing fine. Cine of the procedure was received and reviewed by a clinical specialist. The reviewer concluded that the cd runs confirm the stated separation of a wire with several attempts to remove utilizing snares as well as a balloon catheter. The distal portion of the wire remained within the rca post removal of the guide catheter. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported guide wire tip separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: otw voyager. Exchange wire, hi-torque balance, rinalto wire. Other: doc extension wire. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a lesion in the mid right coronary artery (rca) with heavy tortuosity and heavy calcification. The whisper guide wire was advanced without any resistance noted. Additional support was needed; therefore, an otw voyager balloon was advanced successfully. During removal of the whisper, the mid portion of the guide wire separated inside the voyager balloon catheter, at the ostium of the rca. Attempts were made to retrieve the separated portion of the guide wire with multiple snares and a balloon; however, the attempts were unsuccessful, and the separated portion remains in the patient. The patient was transferred to ccu. On (B)(6) 2011, attempts were made to remove the separated guide wire, but were unsuccessful; therefore, the patient was sent home and is reportedly doing fine. No additional information was provided.